Manufacturer narrative:
(B)(4). Wound dehiscence. Result: representative samples of the product were returned for evaluation. The samples were inspected and tested for knot pull tensile strength . There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification.

Manufacturer narrative:
(B)(4). Results: one intact foil was returned for evaluation. This complaint sample and five retain samples were taken for analysis. These samples were opened and inspected visually. No damage or suture related defects were observed in these samples. The complaint and retain samples were tested for knot pull tensile strength test and found to meet in-house requirements. The retained samples were tested for in-vitro test and found to meet the in-house requirements indicating a normal absorption pattern of the sutures. Conclusion: the device was received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The incision was hypogastric median-perpendicular. Three to four days after the procedure, the fat under the skin was "liquefaction". When the surgeon changed the patient's medicine, the front vaginal incision line was open. The suture floated on the tissue and there was water seepage between the fat and the vagina. The surgeon cut the suture, used iodine and sutured the wound with the mersilk after three days. Currently, the patient is fine.